Manufacturer narrative:
On 02/17/2023, suneva medical became aware of an article/case series regarding three (3) case studies, one for each patient that required surgical management of complications after polymethylmethacrylate-collagen gel dermal filler. Durkin, aj, et al. Surgical management of polymethylmethacrylate-collagen gel complications in the lower eyelid. Annals of plastic surgery, volume 90, number 1, january 2023. This article is provided as an attachment to this emdr. This emdr submission is for the patient associated with case study 2 who had swelling and granuloma in the lower eyelid and superior cheek requirng surgery to resolve. Additional info: date of event is unknown. Date of this report: 03/24/2023. This is the earliest date we are able to submit. Attempt to submit was initially made on 03/17/2023, but required esg webtrader updates. Worked on issues with esg helpdesk and internal it since that time. Finally resolved with upgrade to windows 10 and new computer completed late on 03/23/2023. Of note, a re-install of esubmitter, along with re-creating, re-packaging of previously packaged emdr was also required due to esubmitter changes that occurred on 3/20/2023. Implant date is unknown. Explant date is unknown. Device available for evaluation: artefill (now bellafill) syringes are single use devices that are typically discarded after use. Per the bellafill IFU: "the syringe and any unused material should be discarded after a single treatment visit." Date rec¿d by MFR: date received by manufacturer: 02/17/2023. Bellafill use cannot be confirmed. Bellafill injector name is unknown. Several attempts have been made to reach the lead author and contact person noted in the article, dr. Alan james durkin: 02/23/2023: email requesting additional information was sent to the dr. Durkin's email address noted in the article. 03/03/2023: no response. A reminder email was sent to dr. Durkin. 03/10/2023: no response. Another reminder was emailed to dr. Durkin with high importance. 03/14/2023: no response. Suneva researched via google to find the name of dr. Durkin's facility name and phone number. Suneva then called that number. Per the facility, dr. Durkin was not available, but they will bring this information and prior emails to the doctor's attention. They also confirmed that the email address provided in the article is the correct email for dr. Durkin. They provided the email address of the case manager for the facility (B)(6) and requested the case manager be copied on the emails to dr. Durkin, so they can also bring the prior emails to the doctor's attention. Suneva forwarded the prior emails sent to dr. Durkin to the case manager at the facility, as requested. 03/17/2023: no response yet to the prior call or emails. Bellafill is indicated for the correction of nasolabial folds and moderate to severe, atrophic, distensible facial acne scars on the cheek in patients over the age of 21 years.

Event description:
On 02/17/2023, suneva medical became aware of an article/case series regarding three (3) case studies, one for each patient that required surgical management of complications after polymethylmethacrylate-collagen gel dermal filler. Durkin, aj, et al. Surgical management of polymethylmethacrylate-collagen gel complications in the lower eyelid. Annals of plastic surgery, volume 90, number 1, january 2023. This article is provided as an attachment to this emdr. This emdr submission is for the patient associated with case study 2 who had swelling and granuloma in the lower eyelid and superior cheek requirng surgery to resolve.